Event description:
The tech alleged the brake caster and brake steer caster are able to swivel while in brake position. No pt impact.

Manufacturer narrative:
The tech replaced the brake caster and the brake steer caster to resolve the issue.